Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information was received indicating a revision procedure was performed and this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the longevity of this implantable cardioverter defibrillator (ICD) decreased from eleven months remaining three months ago to now only three months remaining at the most recent follow-up appointment. Data from this device was analyzed and showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A device replacement procedure has been scheduled.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.